Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all add'l relevant info.

Event description:
It was reported via a trial that on (B)(6)2008, the pt underwent direct stenting in the mid left anterior descending artery with one xience v stent and in the predilated proximal right coronary artery (rca) with one xience v stent. On an unk date in (B)(6) 2010, the pt experienced unstable angina and was hospitalized on (B)(6)2010. The pt underwent diagnostic coronary angiography and percutaneous coronary intervention to revascularize the ostial/proximal rca for in-stent restenosis. The pt was discharged on (B)(6)2010. There was no adverse pt sequela. There was no add'l info provided.